Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device exhibited out of range pacing impedance in the right ventricular (rv) channel. Boston scientific technical services reviewed the data and recommended troubleshooting options. The involved rv lead is a non-boston scientific product. At this time. The device remains in service. Additional information was received, stating that no further update from the clinic was provided. The device remains in service. No adverse patient effects were reported.